Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins for spinal pain. It was reported that there was constant poor coupling. No patient complications have been reported because of this event.